Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm on the homechoice during initial drain. Home patient (hp) stated she recycled power and started setup all over again with same setup and was still connected. The technical service representative (tsr) had hp close transfer set and explained to hp se 2240 indicates large amount of air has entered cassette. Tsr advised hp when she gets a se 2240 she is not to start setup over again with same supplies, she needs to press stop and call. Tsr also explained to hp when using extension lines she must add lines when connecting the bags. Tsr assisted hp to disconnect and advised hp to call peritoneal dialysis nurse. No patient injury or medical intervention was reported at the time of the initial report.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutnl results on one patient above the acute myocardial infarction (ami) cutoff generated by the access 2 immunoassay analyzer. The sample was repeated on an alternate method and lower results were obtained. The elevated result was reported out of the laboratory and questioned by the physician. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
(B)(4). This complaint for air in set (system error 2240) during initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be user error due to the connection of patient extension lines after priming. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Product surveillance followed up with the peritoneal dialysis (pd) nurse who reported there was no patient injury or medical intervention associated with this report. The hp continues to use the cycler and was just seen in the clinic today and was doing well with her therapy. The nurse stated she downloaded the pro-card and found no issues.

Event description:
The care giver (cg) of the home patient contacted the baxter technical service representative (tsr) to get assistance with ending therapy so they can go to the hospital. The tsr assisted the cg to end the therapy. The home patient's nurse stated that the patient had peritonitis but could not give any additional information. The patient is currently performing peritoneal dialysis therapy with no problems.

Manufacturer narrative:
(B)(4).the device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The initial MDR's product information was not documented correctly.